Manufacturer narrative:
Philips service replaced the x-ray tube, returning the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a large focus defect on the x-ray tube caused imaging failure on an azurion 3 m15. The clinical use of the system was in use. There was no reported patient or user harm.